Manufacturer narrative:
Based on the details in the complaint (B)(4) the patient underwent a total mesorectal excision procedure on (B)(6) 2023. On (B)(6) 2023 the patient complained of fever, general discomfort, and weakness. A digital examination confirmed that the anastomosis was normal. As fever was 39.5 and sudden, in order to be sure that there was no ischemic changes in the colon which was brought to small pelvis for colo-anal anastomosis, flexible proctoscopy was done. It revealed necrotic distal colon (approx. 5-10 cm) above anastomosis. An urgent laparotomy was performed: the colon was brought from small pelvis, resected, and terminal colostomy was done same day. Anus (very short rectal stump) was closed with pursestring suture. The surgical follow-up was uneventful, but due to urinary retention on (B)(6) 2023 an epicystostomy was performed for a (B)(6) 2023 date of resolution. This event did not occur within the united states. This event occurred at (B)(6). The event occurred on (B)(6) 2023, and asensus surgical was made aware on 09-aug-2023. According to the investigation, further responses from the surgeon indicated that the event was just a regular surgical complication, related to surgical procedures but not related to the senhance surgical system. Furthermore, no malfunction of the senhance system was reported and no failures were identified. The risk posed by this event was evaluated through a health hazard evaluation (hhe-001-00036) and CAPA-000048 has been opened to manage the unsuitable timeliness of the receipt and management of this reported event. Therefore, asensus surgical is reporting this followup for completeness to the initial MDR report submitted on 19-september-2023.

Event description:
The complainant, (B)(6) reported that the patient underwent total mesorectal excision on (B)(6) 2023. On (B)(6) 2023 the patient complained of fever, general discomfort, and weakness. A digital examination confirmed that the anastomosis was normal. As fever was 39.5 and sudden, in order to be sure that there was no ischemic changes in the colon which was brought to small pelvis for colo-anal anastomosis, flexible proctoscopy was done. It revealed necrotic distal colon (approx. 5-10 cm) above anastomosis. An urgent laparotomy was performed: the colon was brought from small pelvis, resected, and terminal colostomy was done same day. Anus (very short rectal stump) was closed with pursestring suture. The surgical follow-up was uneventful, but due to urinary retention on (B)(6) 2023 an epicystostomy was performed for a date of resolution on (B)(6) 2023. This event did not occur within the united states. The event occurred in (B)(6). It was reported that the causality to the senhance surgical system was possible. The event occurred on (B)(6) -2023 and asensus surgical was made aware on 08-september-2023.

Event description:
The complainant, (B)(6), reported that the patient underwent total mesorectal excision on (B)(6) 2023. On (B)(6) 2023 the patient complained of fever, general discomfort, and weakness. A digital examination confirmed that the anastomosis was normal. As fever was 39.5 and sudden, in order to be sure that there was no ischemic changes in the colon which was brought to small pelvis for colo-anal anastomosis, flexible proctoscopy was done. It revealed necrotic distal colon (approx. 5-10 cm) above anastomosis. An urgent laparotomy was performed: the colon was brought from small pelvis, resected, and terminal colostomy was done same day. Anus (very short rectal stump) was closed with pursestring suture. The surgical follow-up was uneventful, but due to urinary retention on (B)(6) 2023 an epicystostomy was performed for a date of resolution on (B)(6) 2023. This event did not occur within the united states. The event occurred in (B)(6) hospital in lithuania. It was reported that the causality to the senhance surgical system was possible. The event occurred on (B)(6) 2023 and asensus surgical was made aware on (B)(6) 2023.